Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni; lot number - ni; initial reporter - ni; manufacture date ¿ ni. Product location unknown.

Event description:
It was reported blood remains in the inserter shaft. No patient injury or delay in a procedure has been reported.